Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was damaged and intact, the pull wire was in its original position on the distal end of the pusher assembly. If the pod pc is retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire, and the embolization coil may detach from the pusher assembly. Based on the reported event, the root cause of the resistance could not be determined. Further evaluation revealed a kink on the pusher assembly. This damage was incidental to the reported complaint and likely occurred during packaging of the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal thoracic artery using pod packing coils (pod pc) and a non-penumbra microcatheter. It should be noted that the patient¿s anatomy was mildly tortuous. During the procedure, the physician successfully implanted three non-penumbra coils and one pod pc into the target vessel using the microcatheter. The physician was unable to advance another pod pc past the mid-shaft of the microcatheter. While removing the pod pc, the pod pc unintentionally detached within the microcatheter. Therefore, the microcatheter containing the pod pc was removed. It was reported that the pod pc was flushed out of the microcatheter. The procedure was completed using a new pod pc and the same microcatheter. There was no report of an adverse effect to the patient.